Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported difficulty to remove, foot detachment and operates differently than expected (knot) were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulty to remove, foot detachment and operates differently than expected (knot) and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in the left common femoral artery using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 18fr. Reportedly, when the needle plunger was pressed down, the proglide device "jumped back" out of the patient approximately 5mm. The needle plunger was removed; however, the suture knot did not form. The device was difficult to remove and when removed, it was discovered that the foot plate had broken off of the device. A cut down was done and the procedure was completed. The evar procedure was completed and the artery was sutured closed to achieve hemostasis. The patient was hospitalized for approximately one extra day due to the incident. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.